Event description:
It was reported that the patient has been contacted by her physician to schedule an appointment. She states that she has had pain when lying on her right hip for the past year. She also says she has soreness and swelling in the hip. She has a dull pain in her right buttocks when sitting and laying down. She is scheduled to have an MRI on (B)(6) 2012 and a doctor's appointment on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.